Event description:
It was reported the patient's blood glucose level rose to 365 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly was coming loose from the infusion site on the leg, causing the cannula to dislodge. Also, it was reported that the pod did not detach with the adhesive. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The adhesive heat stakes were found to be misaligned on the top side of the bottom housing. The adhesive pad was partially attached to the pod when the device was received in the lab. It was concluded that the incorrectly installment of the adhesive pad caused the dislodgement and partially separation of the adhesive pad.